Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a nurse who contacted the company to report an adverse event and product complaint, concerns a chinese female patient of unknown age. Medical history and family drug reaction was unknown. Previous drug adverse reaction was none. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (humulin 70/30, cartridge) subcutaneously via a reusable humapen ergo, 16 units in the morning and 18 units at night for the treatment of diabetes mellitus beginning in 2013. On (B)(6) 2015 the patient was hospitalized as inpatient due to hyperglycemia. Blood glucose values and patients normal glucose range were not provided. During the hospitalization, on (B)(6) 2015, human insulin isophane suspension 70%/human insulin 30% was replaced by insulin lispro (humalog) via a pump delivery system, dose and frequency unknown, and an unspecified intermediate-acting insulin, given once a day subcutaneously. There was no indication of improper use of device, but it was noted that humapen ergo had unspecified problem (product complaint (B)(4)/lot number 0608a01). Corrective treatment was unknown. The patient was not recovered and remained hospitalized at the time of initial report. Human insulin isophane suspension 70%/human insulin 30% therapy was discontinued on (B)(6) 2015, with negative dechallenge. The user and training status of the reusable humapen ergo was unknown. General and suspect device duration of use was unknown. The return status of the device was unknown. The reporting nurse related the event to human insulin isophane suspension70%/human insulin 30% but did not provide an opinion on the relatedness of the reusable device. Update (B)(6) 2015: additional information received from initial reporter on (B)(6) 2015, who refused to be contacted again. No changes made to case. Case is lost to follow up. Update (B)(6) 2015: product complaint number (B)(4) was forwarded by the affiliate on (B)(4)2015. No updates were made in the case. Update (B)(6) 2015: additional information received (B)(6) 2015 forwarded from affiliate concerning product type. Updated product from humapen ergo ii to humapen ergo and lot number. Updated narrative with new information. Update (B)(6) 2015: upon review of this case on (B)(6) 2015, the case was opened to update the medwatch fields.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed

Event description:
(B)(4). This spontaneous case, reported by a nurse who contacted the company to report an adverse event and product complaint, concerns a (B)(6) female patient of unknown age. Medical history and family drug reaction was unknown. Previous drug adverse reaction was none. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (humulin 70/30, cartridge) subcutaneously via a reusable humapen ergo, 16 units in the morning and 18 units at night for the treatment of diabetes mellitus beginning in 2013. On (B)(6) 2015 the patient was hospitalized as inpatient due to hyperglycemia. Blood glucose values and patients normal glucose range were not provided. During the hospitalization, on (B)(6) 2015, human insulin isophane suspension 70%/human insulin 30% was replaced by insulin lispro (humalog) via a pump delivery system, dose and frequency unknown, and an unspecified intermediate-acting insulin, given once a day subcutaneously. There was no indication of improper use of device, but it was noted that humapen ergo had unspecified problem (product complaint (B)(4)/lot number 0608a01). Corrective treatment was unknown. The patient was not recovered and remained hospitalized at the time of initial report. Human insulin isophane suspension 70%/human insulin 30% therapy was discontinued on (B)(6) 2015, with negative dechallenge. The user and training status of the reusable humapen ergo was unknown. General and suspect device duration of use was unknown. The device was returned on (B)(6) 2015, and no malfunction was found. The reporting nurse related the event to human insulin isophane suspension70%/human insulin 30% but did not provide an opinion on the relatedness of the reusable device. Update 21may2015: additional information received from initial reporter on 21may2015, who refused to be contacted again. No changes made to case. Case is lost to follow up. Update 01jun2015: product complaint number (B)(4) was forwarded by the affiliate on 28may2015. No updates were made in the case. Update 08jun2015: additional information received 05jun2015 forwarded from affiliate concerning product type. Updated product from humapen ergo ii to humapen ergo and lot number. Updated narrative with new information. Update 09jun2015: upon review of this case on 09jun2015, the case was opened to update the medwatch fields. Update 08jul2015: additional information received on 08jul2015 from the global product complaint database added the device specific safety summary, manufactured date of the device, and return date of the device; updated the improper use and storage to yes; updated the malfunction field to no; updated the EU/ca and medwatch fields; and updated the narrative.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient reported her humapen ergo device had a "malfunction." She experienced hyperglycemia. Investigation of the returned device (batch 0608a01, manufactured august 2006) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. While the exact date the patient started using the device could not be determined, based on the amount of time elapsed since this device had been manufactured (august 2006) it is likely that the patient used it beyond its approved use life. The humapen ergo user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient likely used the device beyond its approved use life but the extended use is not relevant to this case as the device tested normal.